Event description:
The facility reported an infusion pump that displayed a different rate on the pumphead than what it was actually programmed to. The event was reported to have occurred during patient use. The nurse programmed an infusion for a rate of 200ml/hr. Reportedly, the main display showed the programmed rate of 200ml/hr, but the pumphead display showed a rate of 2200ml/hr. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. No additional information available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. A 2-year review of the complaint history reveals no other reports have been received for this serial number for the report issue.